Event description:
A customer observed a negatively biased vanc qc and patient results on the vitros 5, 1 fs analyzer. One biased result was reported. Biased results of the magnitude and direction observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event.

Manufacturer narrative:
Investigation summary: investigation into this event found that the reagent packs and calibrator fluids were frozen due to a malfunctioning refrigerator. The customer obtained fresh reagents and following recalibration, qc results were acceptable. The root cause of the event is user error; the customer was not following ocd recommended protocol for storage conditions for the vitros reagent packs and calibrator fluids.